Event description:
Customer reservoir door was not locking and occasionally opened unexpectedly. It was stated that the door popped open allowing the reservoir to fall out and push undesired insulin bolus. Customer was hospitalized and treated. Later customer went back on the pump and bgs were stable.